Event description:
It was reported that indicated battery charge on pump dropped significantly in a short period of time earlier in the day but did not result in unexpected shutdown. There was no reported impact to the customer¿s blood glucose level. Customer received education on battery behavior and best practices from technical support, acknowledged understanding, and planned to monitor system and call back if issue persisted.